Event description:
The surgeon via our sales rep that while drilling over the k-wire, this wire is milled leading to a breakage of the wire in the front part which got stuck in the bone. The surgery could be finished using an exchange instrument.

Manufacturer narrative:
Investigation in process but not yet complete.